Manufacturer narrative:
Olympus was unable to follow up with the user facility to obtain additional information regarding the patient, procedure and device as there was no contact information provided on the voluntary medwatch report. The device referenced in this report has not been returned to olympus for evaluation; therefore, the exact cause of the reported event could not be confirmed. However, based on similar reported complaints related to the device and the reported event, the potential cause of the reported event can be attributed to added stress/forces applied to the ceramic insulation at the sheath¿s distal end. The instructions manual contains warning statements in effort to prevent damage to the device that states to "visually inspect the sheath's ceramic insulation at the distal end before each use. Do not use the instrument in case of damage (e. G. Cracks, fractures). Impact, fall, shock, or similar stress can result in damages of the ceramic insulation at the sheath's distal end. Damaged instruments can cause injuries of the patient and/or user. Do not use the instrument if damaged.¿

Event description:
Olympus received a medwatch report (mw5082858) on (B)(6) 2019 which states, ¿broken ceramic sheath. The olympus ceramic sheath 24 fr was broken and fell off in the patient¿s bladder. Surgeon was able to remove the broke piece.¿ there was no adverse event reported. No additional information was provided.